Event description:
It was reported that the "red luer adapter fell out/came out while it was being heparinized. Lumen remained intact with no cracks or leaks."

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The facility returned only the red female luer which meets design specifcation. The catheter was not returned. Without evaluation of the entire device, we are unable to determine the cause or factors which contributed to this event.